Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/15/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as a red rash that looked like a burn. Patient also experienced itching. Patient's mother indicated their physician was made aware of patient's skin reaction. Affected area was treated with cortisone cream originally prescribed to patient's mother. At the time of contact, the patient was fine. No product or data was provided for investigation. However, a photograph was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.